Manufacturer narrative:
In the previous report, the event description was mentioned incorrectly. The correct b5 should be - the manufacturer received information regarding a ds2adv auto CPAP. The reporter alleged of kidney disease/toxicity. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b and box h has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging kidney disease/toxicity. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.